Manufacturer narrative:
The product in question was carefully examined, taking into account the information provided on the reported incident. No causal connection can be established between the deviations identified during this inspection (worn thread insert and stiff two-pin holder) and the slippage described. Furthermore, these two wear-related faults could not have remained undetected during the inspection carried out as part of the annual routine maintenance prescribed in the product instruction manual and would have been rectified accordingly. As no deviations were found on the product in question that could cause or contribute to the reported incident, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The customer was asked to provide additional information on the reported incident. Any relevant findings will be presented in a follow-up report, if applicable.

Event description:
Distributor informed us on october 1 that one of our products was involved in a case in which the treated patient sustained a laceration.